Event description:
Consumer reported complaint for the trueplus pen needles. Per customer, he has 2 pen needles that will not dispense his humalog insulin; customer stated it seems to jam on the plunger so will not dispense the insulin. Per customer the package was not open or damaged when received. The customer has been using the product for about a week. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.